Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate erratic readings of "285 and 378 mg/dl". The patient manages her diabetes with self adjusting insulin. The patient did not remember the exact date but recall the alleged issue began during noontime. Based on the reported issue, the patient did not take any action. She recalled developing symptoms of "shaky and sweating" 20 minutes after obtaining the reported readings. The patient was able administer self treatment with food/drink at the time of concern. During troubleshooting, the customer care advocate verified the readings were taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The test strip vial was in good condition and within the discard date. The patient was using the correct technique per the instruction for use. The reported issue was not resolved with training. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the onset of the reported issue.